Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0327 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported " vascular access rn was getting 100% tip confirmation in the center of the vessel, and when he would try to advance the catheter, it slides in without resistance and once it was inserted he would get no blood return. Some were difficult to flush and others would not flush at all. Actually, on one patient had positive blood return however pain while he would flush".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded accucath is inconclusive due to the state of the returned sample. Twenty 20 g x 2.25 in. Accucath ace kits were returned for evaluation. An initial visual observation showed the kits were returned sealed. Each sample was removed from its sealed package and an attempt was made to flush the catheter of each sample with a 12 ml syringe of water. Each of the returned catheters was found to be patent to infusion and aspiration. While the returned samples were not found to be occluded, the alleged product involved in the reported event was not returned for evaluation; therefore, this complaint is inconclusive. Possible causes of an occluded catheter include catheter kink, buildup of biological residue, and catheter position within patient¿s vein. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported " vascular access rn was getting 100% tip confirmation in the center of the vessel, and when he would try to advance the catheter, it slides in without resistance and once it was inserted he would get no blood return. Some were difficult to flush and others would not flush at all. Actually, on one patient had positive blood return however pain while he would flush"